Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug assembly was observed to be properly seated in mount. Sensor plug was removed, and a visual inspection was performed. All results were within specification. No malfunction or product deficiency was identified. Issue is not confirmed due to improper tail insertion. Section has been updated based on product download

Event description:
A physician reported on behalf of the customer ((B)(6)old boy) who was unable to test using the adc freestyle libre sensor because of the message "no active sensor" displayed on the adc freestyle reader. Although the customer did not have any glycemic symptoms, he was taken to the physician who advised to correct the (B)(6) blood glucose level with "physician' s prescription". Customer was treated with humalog (insulin lispro) subcutaneously. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has not been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A physician reported on behalf of the customer ((B)(6) old boy) who was unable to test using the adc freestyle libre sensor because of the message "no active sensor" displayed on the adc freestyle reader. Although the customer did not have any glycemic symptoms, he was taken to the physician who advised to correct the child's blood glucose level with "physician' s prescription". Customer was treated with humalog (insulin lispro) subcutaneously. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A physician reported on behalf of the customer ((B)(6) boy) who was unable to test using the adc freestyle libre sensor because of the message "no active sensor" displayed on the adc freestyle reader. Although the customer did not have any glycemic symptoms, he was taken to the physician who advised to correct the child's blood glucose level with "physician' s prescription". Customer was treated with humalog (insulin lispro) subcutaneously. There was no report of death or permanent injury associated with this event.